Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the knee instrument broke during use.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The instrument was returned and examined, with photos and dimensional print attached. It was confirmed that it fractured at the alignment pin, which functions as the engagement feature, and with one of the four tines missing, thus rendering the instrument unusable. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause was due to stress concentration and material fatigue after repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.